Event description:
The customer reported being in the emergency room on october 19 with 496mg/dl, on (B)(6) with 577mg/dl, and last on (B)(6), 2012 with 480mg/dl. The customer's blood glucose was treated with manual injections. The customer stated that he experienced chest pains and found it was bronchitis, and the last time his admission was due to high blood glucose. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found several motor errors and low reservoir alarms. Recommended the customer to change out the infusion set and reservoir every two to three days. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery alarm, and self tests. All operating currents are within specification, and the off no power alarm functions properly. However, the device alarmed motor error during the occlusion test as a result of a faulty force sensor. The motor passed the motor test. The insulin pump had a cracked display window, cracked reservoir tube, and cracked battery tube.